Manufacturer narrative:
The product was returned for analysis and plunger underride was observed. The device was returned loose in the carton. The lock-out assembly has been removed. No viscoelastic in the device. The plunger has been advanced outside the nozzle and is advanced under the lens. The lens is advanced at the nozzle entry. Plunger underride was observed. The root cause may be related to failure to follow the instructions for use (IFU). No viscoelastic was observed in the device. The IFU instructs: fill the device until ophthalmic viscosurgical device (ovd) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, injector malfunction was noticed. The iol was explanted during initial procedure. Additional information has been requested.